Manufacturer narrative:
The consumer reported that the patient had a tooth type of 3, stability was achieved before prosthetic restoration.

Event description:
The consumer reported that the patient had a tooth type of 3, stability was achieved before prosthetic restoration.